Manufacturer narrative:
Plant investigation: the cycler was returned for manufacturer evaluation. An external inspection of the cycler showed no signs of physical damage. There were visual indications of particulates within the cassette area and dried fluid within the cassette compartment on the pump. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, but the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2236 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a voltage verification check, a system air leak test, and a valve actuation test. A post-accelerated stress test (ast) simulated treatment was performed without any failures or problems. After rebooting the cycler, a watchdog alarm occurred. The failure was traced to cold solder cracks on terminals of capacitor 7 and capacitor 8 on the functional board. An internal inspection of the cycler identified visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) because they had turned off their liberty select cycler before removing the supplies and they needed assistance removing them. The cycler alarmed when it was turned back on. The patient was unable to read the message because the screen was dim. They turned the cycler off again, unplugged it, and rebooted it. When they turned the cycler back on, it alarmed again. The ts representative advised the patient to turn it off and wait. They said they would call the patient back. Ts called back and the patient rebooted the cycler again. This time the cycler did not alarm, and the patient was able to remove the supplies. The patient said the screen was too dim to see/update the brightness settings. Ts issued the patient a replacement cycler due to the display brightness problem. The patient was advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had manual/continuous ambulatory peritoneal dialysis (capd) supplies and they were trained to perform pd therapy without the cycler. Upon follow-up with the patient¿s nurse, it was confirmed the patient was able to complete treatment using the cycler on the day of the reported event. It was also confirmed that no adverse effects were experienced and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.